Event description:
Customer stated that the meter's display is missing segments. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to retur the meter for further evaluation and a replacement was provided.